Event description:
It was reported the external pulse generator (epg) was returned for repair. Follow-up attempts to obtain details of the repair request were unsuccessful. The device was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the upper case and lower case were corroded and contaminated, the side bail covers and side bails were missing, the ring cover, heart block and keyboard were contaminated, the lead flex cover, two printed circuit board (pcb) screws, main pcb, battery flex and heart lead flex were corroded, the ring was bent, the battery drawer was broken, the display was out of specification and the display was corroded.